Manufacturer narrative:
The engineering technician noted corrosion affecting the reciprocating shaft assembly.

Event description:
The micro reciprocating saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the blade came out of the device while in use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.